Event description:
During a follow-up of this ICD on (B)(6) 2013, the physician observed an unexpected warning message: "delivered energy of last shock: oj". Reportedly, this warning message had not been displayed during previous follow-ups. Moreover the last shock date displayed suggest that the shock occurred before the implantation - which is inconsistent.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.